Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer support had already replaced pump and assisted customer with setting up another pump, with no additional outcome details provided.